Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An entire box of sutures was found to contain incorrect product. Box indicated item number c0022117 however, the box contained item number c0022241.

Manufacturer narrative:
We have received one open box of the code-batch c0022117-117082 (monosyn violet 3/0 (2) 70cm dr26) that contains 33 unopened pouches of the code-batch c0022241-117082 (monosyn violet 3/0 (2) 70cm hs26s). According to the information received, the customer only received this box with a wrong product inside. Products traceability has been checked and it has been determined that this mix-up took place in manufacturing line. Both products were packed the same day by the same operator. Probably, the operator by mistake placed the pouches of the code-batch c0022241-117082 inside the box of the code-batch c00222117-117087. Taking into account that no other customer complaints have been received concerning this issue for both references-batches, we consider that only this box is affected. Taking into account that the box received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the box received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. This complaint is recorded for trending analysis to assess if actions are needed in the future. Automatic packaging improvement on going will prevent this kind of issues.